Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns however, the model and serial number are no information (ni) since the information has been requested and no reply has been received. Gz telemetry transmitters: model #: ni, serial #: ni, device manufacturer data: ni.

Event description:
The nurse reported that the central nurse's station (cns) will show an error message "registered bed not ready". The wave and numeric data will disappear, patient information will disappear, and all options within the buttons in the tile will disappear. The nurse tried power cycling the cns, but some devices came back, some got "lost". No patient harm reported. Nihon kohden technician recommended that their it department reboot or restart the server and after they rebooted the server, all beds are now able to be monitored and issue is resolved. The facilities it states that they will put this server in their monthly reboot schedule.